Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that calibrations were performed on the imaging system to restore image quality functionality. The reported docking issue was resolved by adjustment of the x-stage cover of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the image quality of the imaging system was noted to be below expectations. While testing the imaging system, it was found that the x-stage cover of the imaging system led to the gantry stopping prior to docking. There was no patient present when this issue was identified. No additional information was provided.